Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) displayed noise on an atrial fibrillation (af) event. It was noted that unsensed noise was apparent on the stored electrogram (egm) which did not affect the device functionality and the device function is stable. The allied health professional (ahp) indicated that the patient could not match date and time to any activity or external source and the patient will be brought in for in-office testing. The device remains in use. No patient complications have been reported as a result of this event.